Event description:
On 09/29/016 a programming history database period review was performed. During this review it was identified that the patient experienced an unintentional settings change due to a faulted system diagnostics with their m102 generator. This occurred on (B)(6) 2016. No additional relevant information has been received.